Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2019 with the following findings: a visual inspection of the pump revealed a cracked battery compartment. A leak test was performed and a leak was identified at the battery compartment. There was moisture damage observed in the battery compartment. The returned battery cap was able to properly secure to the pump to maintain an electrical connection. A 12-hour duration test was completed with the returned battery cap with no power loss or rebooting being duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.